Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Event description:
The customer reported to baxter healthcare corporate product surveillance one v-link non-dehp catheter extension set in which the set separated "where the slide clamp left an impression" near the luer lock. This reportedly occurred during power injection with a "powerpicc". Per the report, there was patient involvement, but no patient injury, medical intervention, or adverse event that occurred. No further information is available at this time.

Manufacturer narrative:
(B)(4). Visual inspection of the (1) actual used sample returned showed that tubing (part 030205993) was ruptured. It was noted in the event description that the set was being used with a power injector. Directions for use or the package label do not mention that the product is approved for use with a CT machine or power injector. The labeling was found to be sufficient in providing information on the use of the product. The most probable cause is that the tubing ruptured due to use with a power injector; however it cannot be sufficiently concluded based on the available information.